Manufacturer narrative:
The patient weight was not provided. Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The serial number of the device was requested but was not provided; therefore the manufacture and expiration dates are unknown. Approximate age of device ¿ 4 years and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted to the hospital on (B)(6) 2016 for hematuria and discharged home on (B)(6) 2016. Additional information was requested but not provided.